Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/2/2020. H.6. Investigation: bd received an actual samples and one photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for short shots with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for short shots with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The most likely root cause is that during molding when an inadequate amount of resin is injected to complete the component forming or due to a restricted/plugged gate.

Event description:
It was reported with the use of the bd vacutainer® edta 2k experienced molding defect (short shot). The following information was provided by the initial reporter: the customer reported about short shots of the cap of a tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® edta 2k experienced molding defect (short shot). The following information was provided by the initial reporter: the customer reported about short shots of the cap of a tube.